Event description:
Affiliate reported that the entire device including the ventricular catheter was replaced as a result of a lack of flow from the ventricular connection to the catheter.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
It was noted that this complaint could not be confirmed. The device was visually and functionally tested and was found to work in accordance with the manufacturing specifications. The problem reported by the customer could not be duplicated in the laboratory setting. A review of the device history records could not be performed as the lot number was not provided. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.